Event description:
A nurse reported sys messages were received during a procedure. After a delay of ten minutes, a second sys was brought in and used to complete the case with no further incidents. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the sys and replaced the pneumatics module. The sys was then tested and met all product specs. The replaced pneumatics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).